Manufacturer narrative:
The reported event of impedance anomaly was not confirmed. Final analysis found that as received, a complete lead was returned in two pieces with an extraction tool stuck inside the lead. An impedance test was unable to be performed due to the condition of the lead. Upon electrical testing. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Upon visual inspection of the lead, no anomalies were noted except for procedural damage. An s-curve height measurement was also unable to be performed due to the deformed condition of the lead, as received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Interrogation of the pulse generator noted that right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also noted that left ventricular (lv) lead exhibited unspecified impedance problem. The ra lead was explanted and replaced. The lv lead was explanted and not replaced as a new system was implanted. The patient had no adverse consequences.